Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the working channel sleeve of the spyscope ds protruded while the physician was visualizing the stones in the common bile duct. A spybite was inside the spyscope ds when it protruded and there were no reported issues with the spybite. While visualizing the stones, the monitor screen became staticky and then it went blank. They reloaded the device to home screen, unplugged the cord and plugged it back; however, the image never came back. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event.